Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire cut, as part of overall visual revision. The returned device was broken/fractured due to rotational wear, the damaged section was located approximately at 181cm from the proximal end; besides, a kink was found approximately at 71cm from the proximal end. The distal section of the guidewire was kinked and stretched and the core wire located in the spring tip was unraveled. No more damages were found. Dimensional inspection of the outer diameter (od) of middle of the device, proximal section and distal tip were performed and were within specifications. Dimensional inspection of the overall length were not performed due to the condition of the device.

Event description:
It was reported that the rotaburr became stuck on the rotawire and the rotawire fractured. A target lesion was located at coronary artery. A rotawire and 1.25mm rotalink plus were selected for use. During preparation, upon setting the rotational speed, it was noted that the burr and the wire got stuck. Subsequently, the wire broke in two pieces due to heat and friction. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the rotaburr became stuck on the rotawire and the rotawire fractured. A target lesion was located at coronary artery. A rotawire and 1.25mm rotalink plus were selected for use. During preparation, upon setting the rotational speed, it was noted that the burr and the wire got stuck. Subsequently, the wire broke in two pieces due to heat and friction. The procedure was completed with another of the same device. No complications reported and patient was stable.